Event description:
The customer reported that during a surgical procedure with a patient on the table, their ts7000 dv surgical table would not allow them to move out of trendelenburg position. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the or ts7000 u(dv) table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that during a surgical procedure with a patient on the table, their ts7000 dv surgical table would not allow them to move out of trendelenburg position. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "table would not move out of trendelenburg " was confirmed during the inspection. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The technician found that some fluid had ingressed into the inside of the tabletop. This led to a short circuit on the distributor board.the cause of the failure of the operating table functions was found to be a short circuit on the can distributor board. In addition, the motors of the back and leg plates as well as the tilt motor were damaged by the penetrated liquids and were replaced. Based on this no further action is required.